Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated or confirmed. The device passed full functional and ECG stress testing. Log review showed ECG artifacts and signal loss, along with multi- lead fault messages, suggesting poor electrode connection, often due to high impedance, poor skin prep, or faulty cables or electrodes. Pads on/off messages also indicated intermittent pad connection. The electrode pads and multifunction cable used during the event were not returned for evaluation. The defibrillator receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.